Manufacturer narrative:
(B)(4). Explanted in 2017. Additional concomitant medical products: unknown, item, unknown cup, unknown lot; unknown item, unknown liner, unknown lot; unknown item, unknown stem, unknown lot. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05030, 0001825034-2018-08935, 0001822565-2018-05031. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left hip was indicated for revision approx. 13 years post implantation due to pain and defective implants. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.